Event description:
Reportedly, an unscheduled f/u was performed on (B)(6) 2012, because of dizziness and low heart rate (30 bpm). Ventricular pacing failure was confirmed at 2.5 v amplitude. Proper capture was observed when the amplitude was reprogrammed at 7.5 v (and 1.0 ms pulse width). Lead impedance was around 500 ohms. Several tests were performed to reproduce loss of capture, but no further anomaly was observed. However, pacing output was increased before releasing the pt. A re-intervention was performed on (B)(6) 2012 and the ventricular lead was pulled before unscrewing any setscrew. A new pacemaker was implanted with the same leads; no anomaly was observed one week post implant with the new device. The subject device will not be returned because of infection.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.